Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite partial sensor and performed bicarbonate buffer test per (B)(4). Sensor failed for low readings. Unable to confirm needle complaint due to customer did not return needle sensor only. Also found cannula split from tubing.

Event description:
The customer reported via phone call that a sensor error was received while trying to reconnect transmitter. Customer does not recall any significant events leading to the error. Customer's blood glucose was 150 mg/dl at the time of incident. Troubleshooting was done for error and was found that, upon removal, the sensor had a crimp in it and there was blood at the site. The customer was advised that the device would be replaced and to return the product for analysis.